Event description:
Device 1 of 3: reference MFR report #s 1627487-2012-00716 and 00717. The patient's (B)(6) scs system includes two leads from different lots. Following a recent revision procedure, it was reported that one of the leads was exhibiting high impedance measurements. Surgical intervention was undertaken for further interrogation, and it was found the lead in question was not properly inserted into the ipg header. As such the lead was reinserted. Proper connection was confirmed via x-ray prior to the procedure's completion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.